Event description:
Report from facility states that pt was found sitting on the floor her head and neck caught in the bed side rail. The resident was wearing a tabs monitor. The string on the monitor was not pulled a sufficient length to trigger the alarm.